Event description:
It was reported that the foley catheter patient was using for his stoma was leaking when the patient uses it. Patient called the do and confirmed that it was the same fr size that the dr had used and did not have any issues then. The doctor's office advised patient to call us, but representative explained to patient that he should call them and explain what was happening to see if they have any medical advice or a solution to why it was leaking. The representative explained to him, it could be that he needs larger fr size.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be wrong product size selected cause urine leakage. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter patient was using for his stoma was leaking when patient uses it. Patient called the do and confirmed that it was the same fr size that the dr had used and did not have any issues then. The doctor's office advised patient to call us, but representative explained to patient that he should call them and explain what was happening to see if they have any medical advice or a solution to why it was leaking. Representative explained to him it could be that he needs larger fr size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.